Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by an attorney that the patient underwent a coelioscopy procedure on (B)(6) 2012 and suture was used. During the suture of the deep plan of the posterior myoma, the needle broke. The procedure was extended by 4 hours. On (B)(6) 2012 the patient underwent a diagnostic hysteroscopy under general anesthesia. On (B)(6) 2012, the patient experienced pain. The patient underwent a procedure on unknown date by different surgeon to retrieve the fragment of needle. It was reported that a needle fragment of 12 mm remains in the posterior wall of the patient's uterus.